Event description:
It was reported that the patient presented to the hospital emergency room for a follow-up on (B)(6) 2022 with near syncope episodes. During examination of the right ventricular (rv) lead, it was noted that there was significant noise on the lead which led to oversensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.